Event description:
Procedure: inguinal hernia repair. According to the reporter: the distal portion of the black outer sheath was broken. The white portion showed some tear at this portion. Parts of the black outer sheath fell into the pt cavity however, the pieces were removed. Operative time was extended by more than thirty mins due to the surgeon having to stop to replace the instrument and to remove the broken pieces. Allegedly, the pt experienced pain after the procedure.

Manufacturer narrative:
(B)(4).